Manufacturer narrative:
The customer clarified that the evacuated containers were draining fluid slower than expected. It was estimated that the containers drained 10,000ml of fluid in approximately one and a half hours versus the expected one hour. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that evacuated containers did not have enough pressure to completely drain patient fluids. There was no patient injury or medical intervention associated with this event. No additional information is available.